Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump was exposed to moisture due to customer getting into swimming pool with pump attached. Customer reported that as a result, buttons were not responding, numbers were scrolling on display screen and there was fluid under display screen. Customer's blood glucose was unknown. Customer was advised that insulin pump would need to be replaced.